Manufacturer narrative:
H3: product ID 97745 ; serial# (B)(6); product type programmer was returned for product analysis. Analysis found lithium-ion battery contacts broken/damaged. Hence main board was replaced. Damaged front case was also observed. Specifically, screw holes stripped causing case separation. Front case was also replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient charged their implanted neurostimulator on wednesday or thursday to 60% and then the controller went down. Patient plugged the controller into the ac power supply and the controller would not turn on since friday. Patient had no stimulation since friday and they were in pain. Patient tried resetting the controller and shaking the controller but that did not resolve the issue. During call patient removed the controller battery and plugged it into the wall without the battery pack inserted, patient verified the controller did not power on. Patient verified the green light was on the wall charging cord. The issue was not resolved. A replacement controller was sent out. 2024-jul-31 rpl 437886, rpl 438269, rpl 438184, (B)(6) (con): case re-opened and assigned to self to send an email to repair. Patient stated they received their replacement controller, and within 5 minutes of being plugged into the ac power supply, the controller was so hot they had to throw the controller down on the bed in order to not burn their hand. Patient stated they have to hold the ac power supply acertain way in order to have the green light on the ac power supply cord and to get the controller to charge. Patient stated even with their new controller device, they are still using their old battery, and the controller had never had this issue with heating before. Patient repeated how on tuesday they were able to charge their old controller, and thursday, the controller would not turn on, which is why controller was replaced. Agent asked if the patient had their equipment with them, but patient only had old controllerand no battery. Patient stated they would call back later for further troubleshooting to test the battery and new controller. The issue was not resolved. An email was sent to repair to replace the ac power supply cord. Case re-opened and assigned to self to send an email to repair. Patient stated they received their replacement controller, and within 5 minutes of being plugged into the ac power supply, the controller began to heat up. Agent opted to include replacing the controller battery pack as well. Agent sent an email to repair to replace the controller battery pack.